Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp ivtm system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During product demonstration, the thermogard console (sn (B)(4)), displayed mid:11 (post nvram) error message. There was no patient involvement. No further information was provided.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at customer site. The customer reported issue of thermogard displaying mid:11 (post nvram) error message was confirmed during the initial functional testing but not during event log review. The monitor was removed and re-connected to remedy the fault due to a loose electrical connection. Following this, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).